Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The physician performed rotation atherectomy with 1.25 and a 1.75 rotablator burrs, then advanced a 20mm x 3.00mm nc quantum apex balloon catheter to the target lesion. The balloon was inflated at 14atms and ruptured. The device was successfully removed and the procedure was completed by implanting six promus element plus stents in the rca. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).